Manufacturer narrative:
Fujifilm investigated the manufacturing records for the lot in question and found no concerns. It was unable to identify the cause because fujifilm could not identify the facility where the malfunction occurred and could not obtain additional information.

Event description:
On april 1st, 2025, fujifilm corporation was informed of an event involving ts-13101 via medwatch report, mw5167671, from FDA. It was reported that the distal end balloon of fujifilm ts-13101 overtube were found split on multiple occasions. Due to the unknown patient impact and adverse impact during the procedure, this report is being submitted in abundance of caution.